Event description:
During device preparation, the right ventricle (rv) lead failed to extend or retract. The physician attempted to implant the rv lead but was unsuccessful. The lead was explanted and replaced to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned with helix in retracted position and clogged with dry body fluid. Visual examination did not find any anomalies on the lead body. X-ray examination revealed the inner coil in the connector region was over-torqued. After cleaning, the helix could be extended and retracted normally from the inner coil. The cause of the reported event was isolated to the inner coil being over-torqued and dry body fluid in the helix housing. Electrical tests did not find discontinuities or shorts on any conduction paths.